Event description:
On event date, the user facility's rep informed the MFR's sales rep of the following: initial device catheter was placed in the right femoral vein over a guidewire and flushed with nacl and heparin. Upon completion of insertion pinhole leaks observed from the venous extension. The device catheter was replaced with another device catheter and this device catheter too exhibited pinhole leaks in the venous extension, a third device was placed without incident.